Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported during removal a tampon fell apart leaving pieces behind in her vaginal cavity. She stated the pledget felt stuck upon removal and she experienced vaginal pain. She had to stand up to remove the pledget. After she removed the pledget she was still in pain but the pain went away shortly after. She was able to manually remove the remaining pieces of pledget and did not seek medical attention. She did not experience any adverse health effects.